Event description:
It was reported the touchscreen was delayed and showing incorrect displays. No reported adverse impact to the customer's blood glucose. Customer reverted to alternate insulin therapy.